Event description:
Manufacturer reference number: 2017865-2021-36457 and 2017865-2021-36460. It was reported that the patient presented in clinic with an infected pocket. The physician not allege abbott devices or any procedure involving the abbott devices, caused, or contributed to the infection. On (B)(6) 2021, the physician explanted the implantable cardioverter defibrillator, the left ventricular (lv) lead, and the atrial lead. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.